Event description:
An authorized dealer called in to sunrise medical (B)(4) on (B)(4) 2011 and stated that the caster housing assembly was stripped. He stated end user is (B)(6) pounds. No serious injuries reported for this complaint. On (B)(4) 2011 a sunrise medical (B)(4) internal failure investigator completed a preliminary visual examination of the caster housing and determined that this may be a malfunction. Threads have been pulled out of housing. There is no known root cause at this point in the investigation. (B)(4).

Manufacturer narrative:
The complaint is being addressed by an on going investigation and any necessary mechanical testing. An (B)(4) have been initiated. When the health hazard eval is complete a supplemental report will be submitted.